Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure following deployment of a 26mm sapien valve in 60:40 aortic position, tee revealed a posterior chunk of calcium with 2+ paravalvular leak (pvl). A second sapien valve was subsequently implanted in a 50:50 position within the first sapien valve, which reduced the pvl to trace. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 24mm by tee. The native aortic valve was moderately calcified. The patient¿s ejection fraction (ef) was 65%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Prior to deployment of the first sapien valve, the sapien valve was positioned in a 50:50 position across the native aortic annulus. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the pvl was a posterior chunk of calcium.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, per the implanting physician, the cause of the pvl was a posterior chunk of calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.